Event description:
It was reported that locking screws were discovered to have broken post open reduction internal fixation (orif) of a distal tibia. The date of the original procedure is unknown. The originally implanted variable angle locking compression plate (va lcp) anterolateral plate remained intact; some of the 2.7mm locking screws broke at the junction with the plate. During a revision procedure, screw fragments were left in the patient's bone and there was a surgical time delay of 10 minutes. No patient harm and surgery was completed successfully without any surgical/medical intervention. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The date of the original surgery was (B)(6) 2013. A number of 2.7 va locking screws implanted distally and these were the ones that broke. Approximately 5 screws were left in the tibia.the provided x-rays were reviewed by the manufacturer and the screw breakage could be confirmed.

Manufacturer narrative:
Additional product code: hwc. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.